Manufacturer narrative:
Section b3: date of event is estimated. A patient's ipg was inoperable due to reaching end of life was reported to abbott. As a result, the patient's ipg explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient's ipg was inoperable as it had reached end of life (eol). It was noted that patient primarily used programs with high settings/parameters. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.